Manufacturer narrative:
The customer's calibration was acceptable. The customer's qc for na was out of range for one of the levels. The customer's qc for cl was out of range for one of the levels. The customer's qc for k was acceptable. A review of the system's alarm trace showed multiple "sample probe: abnormal aspiration" alarms, which are indicators of possible poor sample quality. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number is acf18. The expiration date was not provided. The field service representative found the fluidics flow path was compromised. The flow path was checked and cleaned. The valves and the degasser were replaced. A precision test was performed with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 150.2 mmol/l. The result was reported outside the laboratory. The physician questioned the result as it did not match the patient's clinical history (a previous result of 133 mmol/l). The sample was repeated on another module and the result was 138.2 mmol/l. The repeated result was believed to be correct.